Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was placed very low in the atrium. This was noted via flouroscopy. When testing the implanted lead with the new device, the sensing was very low. It was recommended to the physician to move the lead to a superior position, nonetheless, the advice was not followed. The next morning, the system revealed very low sensing. The physician notified the patient and configured the device to a ventricular pacing and sensing mode. The sales representative believes that the atrial lead is so low in the right atrium that the intrinsic conduction is unable to be sensed. No adverse patient effects were reported.